Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom of not auto restarting after a downstream occlusion which was not reproduced but confirmed through the history log. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto restart after a downstream occlusion message. There was no pt involvement.